Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1116417, medical device expiration date: 2022-04-30, device manufacture date: 2021-04-26. Medical device lot #: 1116416, medical device expiration date: 2022-04-30, device manufacture date: 2021-04-26. Medical device lot #: 1109478, medical device expiration date: 2022-04-30, device manufacture date: 2021-04-19. Medical device lot #: 1137504, medical device expiration date: 2022-05-31, device manufacture date: 2021-05-17. Medical device lot #: 1137500, medical device expiration date: 2022-05-31, device manufacture date: 2021-05-17. Investigation summary: "material #: 367986. Lot/batch #: 1116417, 1116416, 1109478, 1137504, & 1137500. Bd received thirteen (13) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: verbiage received, - "I have additional lot #s with the same issue: it is reported customer witnessed gel air bubbles in gel.